Event description:
Follow up revealed that the patient underwent surgery on (B)(6) 2017 wherein the lead was repositioned. Reportedly, the patient's weight is unknown. Effective therapy was restored post operatively.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced upper chest stimulation due to lead migration. Imaging was taken and confirmed that the lead had migrated. As a result, surgical intervention is pending to revise the lead.